Manufacturer narrative:
The customer did not supply patient's date of birth, age and weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access ft3 reagent was returned for evaluation. The customer provided one patient sample to beckman coulter (bec) complaint handling unit (chu) for interference testing. Bec chu initial internal testing of the provided sample yielded an access free t3 result which was within the assay's normal expected values; thus customer's results were not confirmed. Consequently, an interference testing for the access free t3 assay was performed using a mix of different blockers which consist of pool 1 (polymak 33, and hbr-1) composed of animal derived antibodies. Heterophile interferences are listed in the limitations section of the free t3 instructions for use (IFU). Scavenger alp, a blocker related to alkaline phosphatase was also tested. Bec interference testing did not demonstrate the presence of substances interfering with the access free t3 assay since none of the blockers used in the test significantly changed the signal. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a reproducible elevated free triiodothyronine (access free t3) result for one (1) patient's sample involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that was discordant to another methodology and to the patient's other thyroid function tests. The initial access free t3 result recovered above the assay's normal reference range while the patient's free thyroxine (access frt4) result and the patient's human thyroid-stimulating hormone (access htsh) result were within normal reference ranges. The customer reanalyzed the patient's sample one (1) additional time on the same unicel dxi 800 access immunoassay system and another access free t3 result above the customer's established normal reference range was obtained. The customer also analyzed the patient's sample on an alternate methodology (the advia centaur xp manufactured by siemens) and obtained a discordant, lower result within that assay's normal reference range. The access free t3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibrations, quality controls and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a beckton dickson vacutainer serum separator tube. No issues with sample integrity were reported by the customer.